Event description:
On (B)(6) 2023, fujifilm healthcare americas corporation was informed of an event involving eg-760r. It was reported that a small fragment of plastic fell out into the patient from the inner channel of the scope when snare was utilized. Plastic was retrieved and isolated. Incident report completed and scope taken out of service. No other information provided. As such, this report is being submitted in an abundance of caution.

Manufacturer narrative:
Ref comp # (B)(6).